Manufacturer narrative:
(B)(4). Concomitant medical product: unknown acetabular shell; unknown femoral stem; unknown femoral head; unknown acetabular liner. Report source: (B)(6). No product was returned; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause could not be determined. O'neill, c. J., creedon, s. B., brennan, s. A., o'mahony, f. J., lynham, r. S., guerin, s., . . . Harty, j. A. (2018). Acetabular revision using trabecular metal augments for paprosky type 3 defects. Results of total hip arthroplasty after core decompression with tantalum rod for osteonecrosis of the femoral head, 33, 823-828. Doi:https://doi.org/10.1016/j.arth.2017.10.031. Multiple MDR reports were filed for this event, please see associated reports: 3005751028-2020-00046, 3005751028-2020-00047. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article reported one patient from the augment only group who underwent revision due to aseptic loosening